Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring was completely broken off and insulin pump was having cloudy and bright white line on display screen. Customer stated that the insulin pump gave random no delivery alarms and rewound slower than before. Customer stated that there was huge crack down the side of the pump. Customer stated that the insulin pump could not connect with sensor and senor only lasted 3 days. Customer also reported that the battery life was down to a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.